Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and lymphadenopathy.

Event description:
Physician reported right side capsular contracture, baker grade IV, "right axillary adenopathy in the armpit" and "folds" with "mastalgia". The right axillary adenopathy was biopsied and analyzed which found "nonspecific inflammatory lymphadenitis.". The device remains implanted.

Manufacturer narrative:
E1. Phone number continued: + (B)(6).

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "right axillary adenopathy in the armpit" and "folds" with "mastalgia". The right axillary adenopathy was biopsied and analyzed which found "nonspecific inflammatory lymphadenitis.". The device remains implanted.